Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had the ins for bladder control. The patient stated they had the ins for 10 years and 4 years ago they had that ins replaced because the stimulator ¿shot traps.¿ the patient stated the issue was first noticed 4 years ago. No further complications were reported.